Manufacturer narrative:
Insulin pump has to reset time/date and received unexpected restart alarm after changing battery due to connector voltage leak on interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via a call that insulin pump had an unexpected restart. A cold reset was performed. . Customer's blood glucose value was unknown at the time of the incident. The customer states that for the last two months he receives an alarm. After a battery change. The customer was assisted with troubleshooting and insulin pump alarmed again. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives customer will return the device for analysis.